Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 07, 2025: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 7, 2024, additional information revealed that the patient experienced a symptomatic rupture of the left-sided breast implant, which was confirmed through ultrasound examination. Consequently, the patient underwent a bilateral capsulotomy along with right lateral capsulorraphy and bilateral implant replacements. The replacement implants were identified as follows: right implant with catalog number shpx-415 and serial number (B)(6), and left implant with catalog number shpx-415 and serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with mentor memorygel, 350cc silicone prosthesis experienced left sided capsular contracture grade iii-IV, hematoma and local reaction, and right sided implant lateral tightening postoperative. The health care professional diagnosed the issue. As a result, patient scheduled for left sided capsulectomy, and removal on (B)(6) 2024. This report relates to the right side.